Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the monitor tech at medical center at (B)(6) reported that the central nurse's station (cns: pu-681ra, sn: (B)(6)) kept rebooting itself while monitor patients. The technician reported the application exited to windows and came back up shortly after. This occurred when the technician attempted to click on a patient. Upon reboot of the cns, the issue was immediately noticeable by the attending staff. The unit was noted to resume operation shortly after the reboot. The unit was not returned and no nka evaluation was performed. Service requested: troubleshooting. Service performed: technical support (ts) advised the technician to ensure no phone charger or other usb was plugged into the cpu and to retry operation. The customer was able to complete the operation and succeeded in recording her strip. Investigation summary: the cns-6801 operator's manual advises to restart the cns once every three months, otherwise, operation becomes unstable, and monitoring may stop. While restarting, patients monitored by the cns must be monitored by alternate instruments such as bedside monitors. The cns monitors both bedside monitors and wireless telemetry transmitter devices. Bedside monitors have local monitoring and alarm functions, both audible and visual. Possible contributing factors may include the customer's set up, workflow, environment, or use of optional or external accessories. The reported issue did not recur after nka ts worked with the customer to troubleshoot the issue. From the information available, the root cause is not known. Investigation determined the issue poses medium risk. Based on the information available, no malfunction of the cns is suspected at this time. The reported issue does not warrant further investigation through the CAPA process. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors: model #: csm-1901a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Telemetry transmitters: model #: gz-130pa. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes.

Event description:
The monitor tech reported that the central nurse's station (cns) application is rebooting itself during normal operation. They would click on a patient and the application would exit to windows and come back up shortly after. This occurred twice on the same patient. Nihon kohden technical support told the monitor tech to alert their biomeds to come perform a system restart. No patient harm reported.

Manufacturer narrative:
The monitor tech reported that the central nurse's station (cns) application is rebooting itself during normal operation. They would click on a patient and the application would exit to windows and come back up shortly after. This occurred twice on the same patient. Nihon kohden technical support told the monitor tech to alert their biomeds to come perform a system restart. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns. The device serial numbers were not provided and therefore noted as no information (ni). Bedside monitor: model: csm-1901a, sn: ni. Telemetry transmitter: model: gz-130pa, sn: ni.

Event description:
The monitor tech reported that the central nurse's station (cns) application is rebooting itself during normal operation. They would click on a patient and the application would exit to windows and come back up shortly after. This occurred twice on the same patient. Nihon kohden technical support told the monitor tech to alert their biomeds to come perform a system restart. No patient harm reported.